Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. See h10.

Event description:
It was reported when using the tube cit plh 13x75 2.7 109 usi l-mg ce there was label lift off/partial peel off. The following information was provided by the initial reporter: translated to english. The customer states "when labeling the patients sample, the hospital/laboratory label does not stick properly to the usi tube." Information received (B)(6) 2021 states: the customer is only using these tubes for a limited time. It was a general remark of the customer about the composition of our label. It is not lot related because we already know the composition of the usi label is different than our other labels. The inability of a secondary label to stick to our primary usi label is also not really possible to document with a picture. The customers does not need to be informed about this pir, because they are already using different tubes now. So for them, the problem is resolved. Complaint made as an internal complaint for bd, so that we are aware of this issue. There is no need to investigate this, but if more and more customers are ¿complaining¿, we should think about changing the composition of the usi label.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the tube cit plh 13x75 2.7 109 usi l-mg ce there was label lift off/partial peel off. The following information was provided by the initial reporter: translated to english. The customer states "when labeling the patients sample, the hospital/laboratory label does not stick properly to the usi tube." Information received (B)(6) 2021 states: the customer is only using these tubes for a limited time. It was a general remark of the customer about the composition of our label. It is not lot related because we already know the composition of the usi label is different than our other labels. The inability of a secondary label to stick to our primary usi label is also not really possible to document with a picture. The customers does not need to be informed about this pir, because they are already using different tubes now. So for them, the problem is resolved. Complaint made as an internal complaint for bd, so that we are aware of this issue. There is no need to investigate this, but if more and more customers are ¿complaining¿, we should think about changing the composition of the usi label.